Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding no power by button or by the test strip using the adc device. As a result, the customer experienced a seizure and was provided glucose by emergency services for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
D4 update: sn from (B)(6) based on returned product investigation. Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The reader did not power on with button press, strip insertion, or usb cable insertion. The reader was connected to a computer and the reader was not recognized. The reader was de-cased and the battery voltage was measured as 0 v (acceptable range is 3.7v to 4.2v). The reader was placed into the printed circuit board assembly (pcba) test fixture and pressure was applied to the central processing unit (cpu). The reader did not power on. The returned battery was then replaced with a new unused battery. The reader did not power on. The reader (with new unused battery) was placed back into the test fixture with pressure to the cpu and the reader powered on and passed all internal self-tests; therefore this complaint is confirmed to poor soldering of the cpu which can cause the battery not to charge. DHR (device history record) was reviewed for the libre reader and the DHR showed the libre reader passed all tests prior to release. Code d17 (appropriate term/code not available) and code g07002 (appropriate term/code not available) were used in h6 (investigation conclusions) as the complaint is confirmed to poor soldering of the cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding no power by button or by the test strip using the adc device. As a result, the customer experienced a seizure and was provided glucose by emergency services for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.